Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test, and displacement test. Insulin pump received power error due to connector resistance issue. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm, the screen was frozen and had keypad anomaly. Customer¿s blood glucose level was unknown. Customer was not able to clear the alarm. Customer states that the numbers were ramping on their own and the scroll bar was not moving with no input, also there was no response from any button. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.